Event description:
Cord pulls out of tampon completely. Couldn't get tampon out [foreign body in reproductive tract]. Sore- vagina [vulvovaginal pain]. When you go to pull it out either unravels the cord or pulls out of the tampon completely [complication of device removal]. Cord unravels or pulls out of tampon completely, snaps [device breakage]. Case narrative: consumer reported via email that the tampon cord unravels or pulls out completely. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cord pulls out of tampon completely... Couldn't get tampon out [foreign body in reproductive tract] sore- vagina [vulvovaginal pain] when you go to pull it out either unravels the cord or pulls out of the tampon completely [complication of device removal] cord unravels or pulls out of tampon completely, snaps [device breakage] case narrative: consumer reported via email that the tampon cord unravels or pulls out completely. No serious injury was reported.